Event description:
On (B)(6) 2004 ,pacemaker av pacing was noted to be at a fast rate. Guidant tech went to the hospital where pt admitted to interrogate/troubleshoot. Tech found rate was due to accelerometer. Per dr. (B)(6), turn sensor off. Programmed ddd at 60/130 rate. On (B)(6) 2005 routine pacemaker check was attempted and interrogation would not be allowed past "interrogation" screen and locked up. Magnet rate attempted unsuccessful, message stated in "reset mode". Guidant tech recommended pacemaker replacement asap. This was performed by dr. (B)(6) on (B)(6) 2005. MFR# 2124215-2005-00001.